Manufacturer narrative:
Follow-up #1; date of submission: 12/08/2016. The device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: a review of the pump¿s black box showed that the pump was manually suspended on (B)(4) 2016 at 22:10 and manually resumed at 22:40. A replace cartridge alarm was emitted on (B)(4) 2016 at 15:13; deliveries never resumed. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 28mg/dl with confusion and slurred speech. The patient received IV glucose and fluids from the emergency medical services. The reporter reviewed the pump's history and settings with a customer technical support representative and found no variations between the expected amount and actual amount of bolus insulin delivered. The basal delivery differed from the amount of basal programmed; the cause of the discrepancy was found to be the pump was suspended and the edit basal program was accessed. The patient was referred to their healthcare provider for diabetes management related issues. This complaint is being reported based on the following: although no pump malfunctions were detected during troubleshooting, the patient's healthcare provider insisted on replacement of the pump. Therefore, the possibility arises that the pump may have caused or contributed to the adverse event in an undetected manner.